Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 91927601, and the expiration date is 28-feb-2027. A field service engineer (fse) replaced the sample probe and performed all horizontal and vertical adjustments. The fse performed a hardware check, test precision study, and processed the glucose qc; all were within specifications. Operational and mechanical checks were completed and passed, and the controls were acceptable to the customer. The investigation is ongoing.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas c 503 analytical unit for one patient. The initial result was 83.3 mg/dl. The repeat result on another analyzer was 62.2 mg/dl. The questionable result was repeated because the qc recovery was erratic, causing the customer to perform a patient look back. The repeat result was deemed correct.

Manufacturer narrative:
The field service engineer determined that a dirty sample probe had caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.